Event description:
The connectors of the aps universal power source displayed blackened plugs as evidence of burning, and power was not running to the analyzer. The hospital electrician replaced the plugs and the analyzer was running as expected. There was no adverse impact to patient management or injury to personnel reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trends were identified related to the architect or aps ups. Current labeling in the architect and aps operations manuals describe operational precautions and potential hazards. Abbott products are certified to the appropriate safety standards and adequate protection is provided against the spread of fire. The ups is not an abbott product but is an auxillary equipment that continues to provide power to the system in case of a main power outage. Based on the available information, there is no evidence of a deficiency of an abbott product.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.